Event description:
Per the clinic, the patient experienced a performance decrement with the device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 16, 2022.

Manufacturer narrative:
This report is submitted on january 6, 2022.